Event description:
The customer observed a falsely elevated intact parathyroid hormone (ipth) result for one patient on the architect i2000sr analyzer. The patient's results increased from 105 in november 2012 to 120 in (B)(6) 2013. No unit of measure was given. The customer also observed the average results shifting higher by about 10% but no specific data was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.